Event description:
It was reported via poster presentation at 2008 aans/cns meeting by wright, n.m. Et al that the patient underwent a acdf at unknown level(s) using 4.0 mg rhbmp-2 applied to 2.5 cc of a beta-tricalcium phosphate matrix (vitoss) (total concentration of 1.6 mg/cc) the matric was then packed into a peek spacer and supplemental with a reflex anterior cervical plate. The patient was reportedly discharged on pod. The patient presented to the ed on pod 3 or 4 for complaints of cervical swelling and/or dysphagia. The patient was admitted to the hospital for 48 hours observation. No intervention other than steroids was required.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. The clinician used only one subcomponent of the labeled device infuse bone graft in the device ultimately implanted into this patient. The safety and efficacy of the combination of rhbmp-2 and any carrier other than the absorbable collagen sponge included in this kit has not been established. Therefore, because a carrier other than acs was used, medtronic does not consider the device implanted into the patient to constitute infuse bone graft. Nevertheless, though it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes because rhbmp-2 was used. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.